Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that moisture went into the insulin pump causing it not to respond to buttons and have a blank screen. The blood glucose level was not included in the report. Nothing further was reported.